Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue and palpitations. It was also reported that cardiac compass on the implantable pulse generator (ipg) had invalid data. The device remains in use. No further patient complications have been reported as a result of this event.